Event description:
Harmonic ace stopped midcase, monitor said tips needed to be cleaned & instrument needed tightening.both were done & problem persisted.manufacturer response for harmonic ace shears, (brand not provided) (per site reporter).mfg (manufacturer)took description of problem, issued rga# & sent ship kit to return product for evaluation.replacement product will be shipped.